Event description:
A caller reported experiencing a cartridge alarm 30 with their device. Reportedly, the customer reverted to alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.